Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a reduction of magnetic attraction of the audio processor. However, the user reports good acoustic perception with the device. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient experienced retention issues with the device, which are likely related to a too thick skin flap. Further in situ measurements showed unusual values; several channels showed 'cc'. The reported issue is most likely caused by a large skin flap thickness, misalignment between internal and external coil, or a combination of both. Reportedly during expert measurements the impedance values returned back to normal. This is a final report.

Event description:
The user reported a reduction of magnetic attraction of the audio processor. However, the user reports good acoustic perception with the device. The user was re-implanted.